Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 225mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner/outer polymer extrusion and mid-shaft section found no issues along the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 06-mar-2018. It was reported that crossing difficulty and a shaft break on a portion that cannot enter the body occurred. The target lesion was located in the tight calcified right coronary artery. A 2.25 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Subsequently, the shaft snapped at less than 15cm from the hub. The device was safely removed from the patient's body and the procedure was completed using additional balloon dilation and a stent was implanted. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a hypotube break 225mm distal from the distal end of the strain relief.